Event description:
It was reported ((B)(6)) the patient's damaged scs lead was replaced. Reportedly, one week before when meeting with the patient in the hospital, a system impedance checked revealed multiple lead contacts not functioning. The issue was resolved with the replacement lead.